Event description:
It was reported that during the removal and replacement of an intraocular lens (iol), a capsular tear was noted that required a vitrectomy to be performed. There was no incision enlargement and no patient complications reported. The capsule broke after implantation of the iol. The physician replaced the lens with a za9003 intraocular lens. In addition, it was reported that vitrectomy was not a result of the lens or the implantation system used. Patient date of birth and gender have not been provided. No further information has been provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
(B)(6). Patient affected eye was the right eye. A review of the manufacturing records showed no deviations or nonconformities. The manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.